Event description:
Patients mother, who reported a pump malfunction the spring broke, and the pump cannot be rewound. When she attempted to push the syringe, it came out. Advised to infuse via manual push. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6).